Event description:
It was reported that pump experienced malfunction alarm malf 4 with associated fault ID. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place malfunctioning pump in storage mode, and would receive replacement pump; customer was informed to reprogram pump settings, reconnect continuous glucose monitor to replacement device, and return malfunctioning pump using pre-paid label within 10 days, which caller understood and acknowledged.